Event description:
Caller reports back to back testing on the same meter with results of 120 mg/dl and 35 mg/dl while using the inform system. Caller reports quality controls were in range. Patient was treated based on lab results; not meter results. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.